Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, an unknown system notice was received indicating that the balloon catheter was compromised and a second system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. The electrical umbilical cable was immediately disconnected and the balloon catheter was removed from the patient. Blood was subsequently observed in the catheter connection. The case was switched to and completed with radiofrequency. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and 2af284 balloon catheter with lot number 04538 were returned and analyzed. Patient file confirmed system notice 50032 ¿the safety system has detected a compromised outer vacuum¿ in application 31 during beginning of the ablation phase with the returned balloon catheter. Bin files showed at least 31 applications were performed with this catheter on the date of the event. Failure file confirmed system notice 50006 ¿blood detection¿ on the date of the event after last application. External visual inspection of the balloon segment showed a leak path from the outer balloon. The outer balloon proximal bond was partially detached from the catheter shaft. There was a part missing from the outer balloon proximal bond. This part was not found in the returned package. External visual inspection of the balloon segment showed blood/fluid inside the balloon. The catheter smart chip data was reviewed. Data indicated the catheter was never used and no applications were performed. During functional testing, the console terminated the application and triggered system notice 50005 "safety system detected fluid in the catheter and stopped the injection." Pressurizing of the outer balloon identified the outer balloon proximal bond was leaking and partially detached from the shaft. This could happened during catheter retraction process. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.